Event description:
The reporter states, that she tested the customer and obtained a 45 mg/dl and 89 mg/dl blood glucose comparison on the accu-chek advantage meter. The results were obtained within a 10 min timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.